Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4). This medical device report was initially submitted on 12aug2015. It is being resubmitted per regulatory agency request.

Event description:
The patient's wife reported the patient is no longer receiving effective stimulation in the correct areas. The patient suffered a fall several months prior, however he has been receiving effective stimulation until recently. In addition, the patient has tried different programs but none have provided him the desired coverage. Follow up information identified reprogramming was unable to resolve the issue. Surgical intervention may be pending to address this issue. The exact date of event is unknown, approximate date is (B)(6) 2014.